Manufacturer narrative:
Initial reporter health professional, initial reporter occupation- information not provided the device was returned for investigation. Upon evaluation of the device, nozzle clogging was noted. In addition, flexibility adjustment ring damage, forceps channel port shaved, plug unit damage, air/water tube damage, up/down knob out of standard value, and bending angle in up direction not meeting standard value were observed. Lastly, scratches and dents were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a damage in the working channel of the evis exera lll colonovideoscope was noted. During a standard service inspection of the customer returned device, nozzle clogging was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the air/water nozzle was clogged with foreign material such as piece from peripheral device, body fluid, adhesive matter from used chemicals due to inappropriate reprocessing after previous procedure. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface". "Immerse the endoscope in the detergent solution." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Flush the air/water channel with detergent solution". "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.